Event description:
Product complication: none. Time of complication: 1-month follow-up in 2005 with a stop date of the following day. Symptoms: illegible handwriting. It was reported that the patient had noticed that her handwriting was getting worse and was illegible. No other symptoms were observed. Carotid procedure was performed in 2005. The patient was re-admitted to hospital to rule out a cva. CT scans were negative. The condition was not pre-existing and was not felt to device related. The patient was given asa. The event resulted in prolonged hospitalization and the patient was discharged 3 days later. Patient's outcome had resolved. Preliminary adjudication form received via fax five months later indicates a stroke. All information has been reviewed and the information previously collected indicated a transient nuerological deficit. Final adjudication to be done by guidant medical experts. No additional information was available.